Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause/resolution and product return status. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited a high, out-of-range shock impedance measurement greater than 200 ohms. Shock impedance trends were otherwise stable in the 60-70 ohms range until the sudden spike to greater than 200 ohms. There was no evidence of noise, and all other lead measurements were within normal limits. Technical services (ts) discussed troubleshooting options, and the patient was scheduled for further follow up. This rv lead remains in service. No adverse patient effects or interventions were reported at this time.